Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with unknown blood glucose. The customer's blood glucose was at the time of incident and current blood glucose was 115 mg/dl, and other blood glucose was 34 mg/dl, 40 mg/dl, 31 mg/dl. The customer was treated with the gel, glucose tablets, juice and intravenous fluid. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.